Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email of hospitalization for blood glucose of 30mg/dl to 400mg/dl. The customer treated with saline due to dehydration. Customer indicated that he was drinking high energy drinks to work a 12 to 14 hour shift, which caused the dehydration. There was no further information provided by the customer or by troubleshooting.